Event description:
Huber needle inserted, labs drawn. One hour later flush to give chemotherapy, excellent blood return, small leak noted, verified all pieces tight, again flushed with 10cc saline with no leakage. Chemo given, excellent blood return through out, no leak, then flushed with saline again, no leak. Flush with heparin to deaccess and leak noted. Saline flushed again, 30-40 cc saline, no leakage. Again went to flush with heparin and leak again noted. Port site remained intact and huber needle discontinued. No leakage at site noted.====================== manufacturer response for port accessing device, huber needle======================none at this point.